Event description:
Lap sigmoid resection. Performed with no problems or difficulty during entire procedure, using cs29 dlu. Leak test was performed and the colon showed no signs of any bubbling or any other problem with anastomosis. Six days post-op, surgeon re-operated patient since patient had become very ill. Anastomotic site revealed 3/4 of colon open with remaining 1/4 of colon coming apart upon inspection. Surgeon sutured colon closed and performed temporary colostomy. Patient is recovering normally and has been released from hospital at time of report.